Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that an ab stent was used to assist the microcatheter embolization coil to complete the procedure. The cause of the catheter breaking was not determined. The anatomical location of the broken catheter segment was in the distal end of the microcatheter. Intervention has been done/planned to retrieve the catheter segment.

Event description:
Additional information was received stating that there were no issues with the ab stent used. In clarifying, the report of the broken segment of the catheter in the patient's body, it was later learned that the distal mark point of the microcatheter was not visible under the x-ray. It was not a rupture problem. The on-site contact person made a mistake in their statement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the intervention surgery to remove the broken segment was on (B)(6) 2025. Although there was not a rupture problem, it was unknown if the report of the microcatheter being broken still occurred.

Manufacturer narrative:
Product analysis #(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs145-5091-150 rev. Au as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~2.2cm of the catheter appears to have been shaped (figure c). The catheter distal tip and distal marker band was found separated/broken from the remaining catheter (figures d & e). The break edge appears jagged and stretched. Testing/analysis: the echelon-10 micro catheter total length (measured to the proximal marker band was measured to be ~153.0cm, and the usable length (to the proximal marker band was measured to be ~145.3cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The break edge exhibited stretching and jagged edges, indicative of a tensile overload. However, customer reported no resistance during the procedure. Customer reported the marker band was not visible under x-ray. The likely cause could not be determined. It is possible the tip was weakened during steam shaping. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, or due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to the catheter tip cooling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm coil embolization procedure, the distal end of the echelon 10 45° pre-shaped tip microcatheter was broken, likely at the distal mark point position. The surgeon identified a product quality issue, and the catheter was noted to have ruptured at the distal location. The access vessel was the right femoral artery with a diameter of 7mm, and the vessel tortuosity was normal. The catheter was prepared and flushed as indicated in the instructions for use (IFU), and there was no friction or difficulty during delivery. The product was returned for processing. No patient complications have been reported as a result of this event.